Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used the venaseal closure system successfully  to treat 1 segment of the great saphenous vein. 35cm length of vein treated. 1.2 cc of glue used. Catheter tip was 5cm caudal to sapheno femoral junction. There is no significant change on the skin. Local anaesthesia and transducer compression were used. The lumen was flushed prior to use and a guidewire was used for insertion of the catheter. Transducer was used for compression. IFU was followed. There was no alleged product issue. The vein closed. It was reported that post procedure, patient symptoms of pain and redness occurred. Patient had a total of 4 venaseal treatments in august 2021. Bilateral great saphenous vein (gsv) and short saphenous vein (ssv). The left gsv was treatment number 3. Patient had the right gsv and ssv done prior to this. The reaction is happening only on the left gsv area. Patient developed weird bumps that got infected 2 months post procedure. The bumps were along the venaseal tract. Patient prescribed 7 days of 500mg keflex (antibiotics). The bumps are raised. Physician wants to treat patient with more antibiotics plus a steroid. Patient stated symptom has been present for 3-4 weeks and patient did not initially notice the reaction until visit to the primary physician. The bumps are still present. Patient was instructed to keep area clean to avoid infection. Deep venous doppler was performed and there was no evidence of dvt. The gsv remains closed. During follow up, ultra-exam, a white or echogenic structure was noticed at area of pain and bump which in ultrasound appears to be glue. Patient mentioned wearing knee brace on the left leg, which is the only area where there is reactions or bumps. This might have some direct contribution to the reaction. Patient had a total of 4 venaseal ablation on both legs and the bumps are only appearing on the leg where knee brace is worn and the bumps are located only where the knee brace would be placed. No further patient injury reported.

Manufacturer narrative:
Image review: three image files were returned for review and three ultra-exam files were also returned for review. The received images files show the patients left leg, gcv area. From the images, raised skin and swelling at the treatment site can be observed on the patients leg consistent with the reported event. From the ultra-exam files, images provided white/ echogenic structure can be noticed around the area of pain and bump/raised skin consistent with reported event. Possible rejection/reaction to the adhesive with trying to expel the foreign body but cannot be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.